Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .) H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has lost a lot of weight and their generator has migrated within the chest wall. The patient has been referred back to the surgeon who placed their last generator for a possible pocket revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not report the pain associated with the migration. F10 adverse event problem, corrected data: initial report inadvertently did not code 'e2109'

Event description:
Patient also reports experiencing pain due to the generator migration.